Event description:
It was reported that the patient had called the clinic to report shortness of breath. During a clinic visit, interrogation of the patient¿s device revealed ventricular pacing from the atrial lead. Dislodgement of the ra lead was noted. As such, the lead was explanted and replaced with a new competitive ra lead. The patient was in stable condition before, during and after the procedure.